Event description:
Procedure: lavh. Reportedly, the surgeon fired three reloads on each side, checked for hemostasis and everything was fine. Surgeon then went below and removed the uterus and completed the case, with no excess bleeding, at that time. That evening approiximately 7:00pm, 8 hours post-op, patient's blood pressure dropped dramatically, to 45/20. Emergency laparotomy was performed and patient's abdomen was full of blood, upon opening. First fired staple line was intact. Second and third fire on the right side, were missing staples approximately a 3mm gap was noted. On the patient's, left side one of the three staple lines was completely absent of staples. Surgeon over-sewed to complete the staple line. Patient status stable.